Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since received new implant has noticed significant improvement in symptom control however doesn't know what the overall level of improvement is. Patient said that it is a lot better than prior to the implant however said that when tried to increase the setting yesterday wasn't feeling the stimulation where it is supposed to be and because of this doesn't believe that the therapy is working. Patient said that after the implant the manufacturer representative told patient to increase the stimulation every few days. It was difficult to follow the patient and when clarifying questions were asked, patient became frustrated. At some point patient said that the stimulator is supposed to fully empty the bladder however that hasn't been happening. Offered to have patient connect and review programing however patient said is at work and would prefer to speak to the representative. An email was sent to the representative notifying them of the situation. Case reopened to send email to field staff. Patient called back regarding not being able to feel stimulation. Patient again said that ins must not be working if they can't feel stimulation. Attempted to review stimulation expectations with patient, but patient stated they have had ins before and know how it works and it is not working. Had patient connect to ins and try increasing stimulation. Patient stated they still couldn't feel anything, agent tried to again review stimulation expectations, but patient stated they would usually feel something by now so it is not working. Patient changed programs and tried increasing stimulation, but when they couldn't feel stimulation right away, patient stated they were at work and did not have time for this and again requested mdt rep assistance. Patient redirected to hcp. Additional information was received from the patient. They reported that the likely cause of not feeling stimulation where it was supposed to be was that "device was removed due to infection." The steps that will be taken to resolve the issue were noted as being "replacement scheduled for (B)(6) 2024."

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.